Event description:
A patient who previously underwent an acdf in 2005 was taken back to the operating room for revision of the construct due to all 4 screws backing out in 2006. The original construct was from c5-6.